Event description:
New information received statinmg the event occurred in the patients left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Due to the new information provided in event this record is not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the preloaded device originally reported is not a suspect product.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, a fiber was found on the forcep before implanting the lens. The surgeon feels it came from the preloaded device. This is one (1) of three (3) reports for this entity. Additional information has been requested.